Event description:
During the second insertion attempt of PICC line for a patient less than one year of age, the catheter was observed leaking when flushed. A hole was observed at the indwelling portion. This is a patient safety issue as the PICC procedure was prolonged due to failure of device from two different lot numbers. There are two medical device reports associated with this event. This report represents the second report.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
After thoroughly reviewing the manufacturing and inspection records for this lot, we found no deviations or non-conformances. One sample was returned for evaluation. Upon visual inspection, there was notable cracking occurring on the female luer lock hub. During functional testing¿performed by crimping the tubing with a hemostat¿a leak was detected originating from the hub. The complaint is confirmed. The cracking of the female luer lock is due to a weld-line (or knit-line) located at a high-stress area of the part. This stress is generated during normal use when the male component is tightened into the female part, creating a sealing force. The presence of the weld-line at this stress point introduces a structural weakness, making the part more susceptible to cracking. To address this issue, a CAPA and dcr were initiated and successfully implemented. These actions included the introduction of a new material specifically selected to improve the structural integrity of the female luer lock. Please note that the lot associated with this complaint was manufactured prior to the implementation of these corrective actions. Argon will continue to monitor for similar reports. Additional information provided in d.9., h.3., h.6. And h.11.